Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulties. The patient is reportedly well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulties. The patient is reportedly well following the procedure.

Manufacturer narrative:
The device evaluation indicated that the ipg passed the visual, operational, electrical, performance, and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit section of the ipg electronics. It could not be determined conclusively, which integrated circuit was the root cause of the failure as both components were covered in epoxy which made test points inaccessible, and troubleshooting to specific component level was not possible. The ipg passed all other functional tests.